Event description:
The customer reported the subject device was exhibiting a leakage from the distal end. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the surface of the acoustic lens was damaged, which resulted in a gap on the acoustic lens surface. This report is being submitted for the malfunction found during evaluation of the device (damaged/gap in acoustic lens).

Manufacturer narrative:
Upon inspection and testing of the returned device, service confirmed that key top #1 was leaky due to a cut. There was also a leak from the bending section cover. In addition, service found the air/water nut was damaged, the suction cylinder nut was damaged, the scope cover was scratched, the scope body was scratched, the air/water cylinder was discolored, there was play in the up/down angulation knob, and the bending angle was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the glue peeling or broken acoustic lens due to stress or user¿s handling. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.